Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the angle attachment device was leaking oil. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the device was used during pre-surgery set-up. The attachment device was initially queued but upon inspection appeared to have an oil residue at the tip possibly leaking from the tip of the sleeve shaft. It was reported that an unspecified spare device was available and brought in to finish set-up for the procedure. The exact date of the event was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was leaking oil was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearings are worn out and no longer in axial alignment causing high temperatures and vibration. The assignable root cause of this condition was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.